Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history review was completed: manufacturing location: (B)(4) manufacturing date: march 9, 2006. No non-comformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the depth gauge (part number 319.006, lot number 5180734). The subject device was returned with the complaint condition stating the device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The complaint condition was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. UDI#: (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) device malfunctions were found during a routine inspection, prior to surgery on (B)(6) 2016. The tip of one (1) depth gauge broke off during inspection and one (1) self-retaining shaft of the stardrive screwdriver shaft t8 would not retain the screws. It was noted that one (1) of the fins of the screw driver was broken off from the stardrive. The location of fragments from the broken devices were not located. The patient was in the surgery room getting prepped for an initial ankle open reduction and internal fixation (orif) procedure. There were two replacements on-hand for use when surgery began. The procedure was completed successfully with no reports of surgical delay or medical intervention. The patient's post-operative status was noted to be stable. Concomitant devices: screw (unknown part#, unknown lot#, qty unknown). This report is 1 of 2 for (B)(4).